Event description:
Pt experienced bilateral tightening of breasts (5/94) and pain in right breast for 6 months. Pt to surgery 6/24 for bilateral explantation of ruptured silicone mammary prostheses, bilateral capsulotomy and bilateral insertion of new silastic saline prostheses.